Event description:
It was reported a patient had an initial reverse shoulder arthroplasty. Subsequently, the patient underwent a revision procedure due to component disassociation two (2) days post-operation. No additional complications, injuries, or surgical interventions were reported. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in united kingdom. E1: phone: (B)(4). D1: brand name: comprehensive reverse shoulder uncemented glenosphere mini baseplate with mini taper adapter. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.